Event description:
It was reported that patient presented to the ER due to an alert for non-sustained lead noise episodes. There was a mismatch between the sense amp and discrimination channel leading to the alert due to a slow vt episode. Programming changes were discussed. Patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.